Event description:
It was reported that the paramedics treated customer for low blood glucose. Customer was not taken to the hospital. Customer diagnosed with kidney failure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.